Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was stuck in the rewind loop. Customer reported that this error occurred while trying to bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 213 mg/dl at the time of the call. No further information was provided.